Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, thrombotic circumflex coronary artery. The patient presented with st-elevation myocardial infarction before the procedure. A balance middleweight (bmw) guide wire (gw) failed to cross the lesion due to the anatomy. During removal of the bmw, resistance was felt with the rotating hemostatic valve. Afterwards, the physician attempted to complete the procedure by using other guide wires, but was unsuccessful. The procedure was not completed and the patient was referred to another hospital. Per the physicians opinion, the device did not cause or contribute to any patient injury. No adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to filing the 30 day MDR it was identified that the results and conclusion codes were inadvertently left off the report.